Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, frequency, nocturia and incontinence. (B)(4) nocturia.

Event description:
Details: it has been reported that following insertion the patient experienced urinary urgency, frequency, nocturia and incontinence.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced chronic pelvic and vaginal pain, severe pelvic inflammation, urinary incontinence, nerve damage, muscle spasms, and recurrent infections. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009, (B)(6) 2011 and (B)(6) 2012. (B)(4) -muscle spasms.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2009 by (B)(6) and on (B)(6) 2009 by (B)(6).

Manufacturer narrative:
Additional patient codes: (B)(4) - burning sensation, discomfort additional narrative: it was reported that following insertion the patient experienced burning sensation and discomfort.